Event description:
Per form states: boston scientific received information called to attend (B)(6) morgue for interrogation of device. Device appeared to be functioning normally. Data logs showed impedence change in ventricular lead and threshold near time of death. Morgue staff stated the v lead wasn't where it should have been. (B)(6) australia implant date (B)(6) 2011 event date- (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).